Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead displayed a gradual rise in impedance and thresholds. A lead fracture was suspected. There was evidence of possible twiddler's syndrome via x-ray and at the lead revision procedure. The lead was capped and replaced. No further patient complications have been reported as a result of this event.